Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's audio processor became hot and that the coil cable was exchanged. Since then the patient has no access to sound with the device. In situ, measurements show 10 electrode channels with hi status and 2 involved in a short circuit. An accident or trauma is unknown.